Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were visual indications of dried fluid within the cassette compartment. There were no visual indications of particulates within the casette area. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. The cycler underwent and passed a patient sensor calibration check, valve actuation test, system air leak test, teach pump test, and a post-accelerated stress test simulated treatment of 2 hour 15 min with 8500 ml. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The cycler tested positive for glucose. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cycler's cassette door when removing the cassette from the cycler after cancelling pd treatment during the call with technical support. The patient's contact reported receiving multiple air detected in cassette alarms during an unknown phase and after which they received multiple drain complication encountered alarms during drain 3 of 4, and a patient line is blocked alarm during an unknown phase prior to the leak. It is unknown at which point in therapy the leak may have begun. The source of the leak is unknown. The patient's contact was advised to discontinue the use of the cycler and follow up with the peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn reported that treatment was completed with the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. A replacement cycler was shipped and the reported cycler was scheduled to be picked up to return to manufacturer, however, the pdrn is unsure if the replacement was received or the reported cycler was returned.

Manufacturer narrative:
Additional information: event description.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cycler's cassette door when removing the cassette from the cycler after cancelling pd treatment during the call with technical support. The patient's contact reported receiving multiple air detected in cassette alarms during an unknown phase and after which they received multiple drain complication encountered alarms during drain 3 of 4, and a patient line is blocked alarm during an unknown phase prior to the leak. It is unknown at which point in therapy the leak may have begun. The source of the leak is unknown. The patient's contact was advised to discontinue the use of the cycler and follow up with the peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient and the cycler was scheduled for pick up. It was reported that an alternate treatment option was available. Upon follow up, the pdrn reported that treatment was completed with cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn is unsure if the cassette used by the patient is available nor if the patient has received the replacement cycler or returned the previous cycler.